Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up, down, and ok buttons on their device required multiple presses in order to register an input. The reporter also noted that before this issue, the pump had been temporarily submerged in water though the reporter noted that there was no obvious damage to the pump otherwise. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The functionality of the keypad could not be tested due to a blank display. There was no evidence of contamination found on the button contacts. Unrelated to the complaint, the pump powered on with a blank display and visible moisture behind the display lens. The pump case was opened and moisture was visible throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.